Manufacturer narrative:
On 8/6/2019, mentor received information indicating the patient had experienced a rupture only on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 325cc and experienced bilateral deflation post-operatively. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 275cc on (B)(6) 2019. This report is for the right side implant.

Manufacturer narrative:
On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).